Event description:
A customer in (B)(6) notified biomérieux of a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320963403). Disk diffusion and polymerase chain reaction (pcr) testing were performed as alternative methods of analysis and obtained susceptible results. Initial test: oxsf = pos. Oxacillin (ox): mic 0.5 (aes modified to resistant). Cefoxitin disc: (B)(6). Pcr = (B)(6). Repeat testing with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320963403) obtained negative results for cefoxitin screen. Repeat test: oxsf = neg ox: mic <= 0.25 (susceptible). A field application specialist (fas) visited the site and performed fx etest and fox disk diffusion. Fas testing: fx etest: mic = 4 ¿g/ml (susceptible). Fox disk = 26 mm (susceptible). The initial discrepant result was not reported to the physician. The susceptible results obtained by alternate testing were reported. The customer reported that there was no negative impact on the patient's health due to the initial discrepant result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in singapore regarding a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1320963403). Disk diffusion and polymerase chain reaction (pcr) testing were performed as alternative methods of analysis and obtained susceptible results. The customer's repeat testing did not reproduce the discrepancy. The strain was submitted for investigational testing and the identification was confirmed to be staphylococcus aureus. A second subculture was performed and testing included ast-gp67 cards from the customer's lot (1320963403) and a random lot (1321040103) in duplicate. Reference test results: agar dilution (ad) oxacillin: mic = 0.5. Cefoxitin disk diffusion: 24mm (s). Pbp2a = negative. Vitek® 2 results: all four ast-gp67 cards tested resulted in negative oxsf tests and ox mics =< 0.25. Conclusions: vitek 2 cards and reference method are in agreement for oxsf and essential agreement for oxacillin. The customer's false positive reaction was not reproduced in this investigation. Vitek® 2 cards are performing as expected. Vitek® 2 ast-gp67 card, lot #1320963403, met final qc release criteria. This lot passed qc performance testing.